Manufacturer narrative:
Continuation of d10: product ID a810. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump. It was reported that upon interrogation of the patient's pump, code 112 was displayed. The patient's last refill was completed in july, and the caller requested clarification regarding the meaning of this code. The caller was advised that this could occur when the infusion settings need to be re-entered. It was confirmed that the patient's previously programmed settings from july were still accurate and only required re-entry of the same parameters to restore proper function. During the same call, the caller also inquired about a volume discrepancy. The patient has a 40 ml pump with a low reservoir alarm set at 2 ml. The current pump interrogation displayed 10.7 ml remaining, with the alarm expected to activate the following day. The nurse reported aspirating 13 ml during the refill. The patient was programmed in flex dosing mode and had recently exhibited non-typical symptoms such as headaches 15 minutes prior to bolus and sweating, though no nausea or vomiting were reported. A normal catheter dye study was performed with the tip being visibile at t7. No further issues reported at this time. Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.